Event description:
The customer's family member called to report that the customer was in the emergency room and does not have the pump with them to troubleshoot. Later, another family member called back and informed that the customer was hosptailized for dka. The second family member stated that they are unable to verify the serial number of the pump. Troubleshooting was declined. The contact indicated that the pump had alarms. A replacement pump was requested.